Manufacturer narrative:
System reboot resolved issue temporarily. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that blocked radiation occurred due to acquisition console keys malfunction on a integris allura 15 & 12 monoplane. The clinical use of the system was in use. There was no reported patient or user harm.